Event description:
It was reported that during cleaning the pin collet could not be cleaned of the blood that was in the device. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Event description:
It was reported that during cleaning the pin collet could not be cleaned of the blood that was in the device. There was no patient involvement or adverse consequences to the user reported as a result of this event.